Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports that a patient was injected with an unspecified allergan filler and experienced an occlusion. Event further described as complication of intravascular lip injection. Patient was treated with hyaluronidase without major complications. Physician reported that the patient was fine.